Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. The customer-reported issue of a fault alarm could not be reproduced during functional testing. The driver passed all pre-burn in test sections and pressure performance metrics associated with normotensive and hypertensive settings. The alarm history was reviewed and revealed an alarm code "47" which can be caused by an inadequate voltage supply. The onboard batteries and ac power supply used by the customer at the time of the reported issue were not returned with the driver; therefore they could not be tested with the driver. A battery discharge/recharge test was performed using known functional onboard batteries and ac power supply to confirm that the issue was not associated with the driver. The driver performed as intended with no anomalies or evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a back-up freedom driver without any reported adverse patient impact.